Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer confirmed that the bolus issue had been resolved by consuming food and closely monitoring bgs, without any impact to the customer's bg level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer called tandem technical support for assistance with stopping a 5.3 unit bolus request from being delivered. Reportedly, the customer programmed and delivered the bolus request for an inaccurate blood glucose (bg) value of "356" (mg/dl); however, the customer did not feel as if bg level was elevated and retested bgs. The customer confirmed bg level was around 100 mg/dl. At the time of the reported event, tandem technical support confirmed that the bolus request had been completely delivered. The customer confirmed carbohydrates would be consumed to compensate for the bolus, and bg levels would be closely monitored.